Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a monopolar contact at 2330 ohms and very high (out of range) current. It was suspected the current was actually out of range impedances but caller was not with the programming nurse during the call. The rep then called back indicating the impedances cleared at 3 v, and that all monopolar contacts were less than 2000 ohms, and there was not a bipolar contact less than 250 ohms. The patient's impedance was within range to allow an MRI. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the 2330 ohm reading was for the bipolar electrodes 10 and 11. It was verified the reading was within the normal range (below 4000 ohms).